Event description:
The hospital reported the image started flickering, turned a solid green and then blacked-out completely. The procedure was completed with the use of another similar endoscope. There was no allegation of harm.